Event description:
The customer reported that following a radiology procedure on the event date, a vasoseal es was deployed. Following deployment, a raised reddened area appeared at the site with a rash like appearance. The physician suspected a reaction to vasoseal. The patient was given an injection or benadryl and the redness at the puncture site lessened. Two hours later the patient's groin was soft with a slight pink area distal and medial to the puncture site. The patient stated that their only known allergy was to dilantin. The patient was discharged the same day and no further complications were reported.